Event description:
It was reported that this patient experienced an inappropriate shock from this right ventricular (rv) lead. The physician alleged the rv lead to be defective and the lead was subsequently surgically capped and abandoned to resolve the event. A replacement rv lead was implanted and no additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service.